Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of discomfort due to a hematoma at the patient's scs ipg site. Subsequently, surgical intervention was taken and the patient's physician removed the entire scs system. Reportedly, the hematoma was removed and the discomfort resolved.